Manufacturer narrative:
.

Event description:
It was reported that a patient presented in clinic during follow up. The device was post-paced t-wave oversensing. Programming changes were made during device check. The patient was asymptomatic.